Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jul-2023 / serial (B)(6) d9: no h3: no h4: mfg date: 21-jul-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the vad exhibited above normal power, vad disconnect, vad stop, and motor start events with parameters outside of the typical range. It was also reported that the controller also exhibited an unexpected loss of power. All due to an accidental double disconnect of power sources by the patient. It was noted that the patient does not remember the event and had taken sleeping medication. It was suspected that the patient had fallen out of bed, and due to the tension on the driveline (dl) from falling somehow the dl became disconnected. The patient was taken to the emergency room. The dl was connected to the backup controller, and the vad started back up. It was also noted that the patient was off support for approximately 1 hour and 17 minutes. The patient is doing well, and the flow and power are back to the baseline, which hovers around 3.0-3.9w. The international normalized ratio (inr) was 1.8, and the hematocrit (hct) was 40%. A computerized tomography (CT) scan was performed and was negative for an occlusion. The patient was kept overnight for observation. The vad remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned controller revealed a bent pin within the serial port; however, the controller was still able to connect to the data cable. Visual inspection revealed contamination within both power ports. The observed bent pin and contamination are additional findings, not related to the reported event. Based on an investigation conducted, the root cause of observed bent pin within the serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. During functional testing, the controller performed proper mating and locking actions as expected. Internal visual inspection of the returned controller did not reveal any anomalies. Log file analysis revealed motor start events recorded on 19/jun/2022 at 13:46:11, on 10/oct/2022 at 11:49:38, on 10/mar/2023 at 14:02:22, on 05/jun/2023 at 09:47:40, on 26/jun/2023 at 02:21:56 and at 03:13:10, on 11/aug/2024 at 22:43:21, on 24/aug/2024 at 23:16:56, on 05/sep/2024 at 23:15:16 and on 06/sep/2024 at 00:40:35, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed intermittent increases in power consumption and estimated flows to parameters above normal operating range starting on (B)(6) 2024; however, no high watt alarms were logged within the analyzed period. Review of the event log file revealed three (3) controller power up events with associated pump start events were logged on 11/aug/2024 at 22:42:57, on 24/aug/2024 at 23:16:46, and on 05/sep/2024 at 23:15:06, indicating losses of power to the controller. The controller was without power for twenty-two (22), fourteen (14), and twelve (12) seconds, respectively. No anomalies were recorded leading up to the losses of power. Following the last controller power-up, one (1) vad disconnect alarm was then logged on (B)(6) 2024 at 23:23:43, indicating a physical disconnection of the driveline from the controller, as described in the event details. Log files also revealed three (3) controller power up events without associated pump start events were logged on 06/sep/2024 at 00:28:56, 00:43:49 and 05:54:09 and two (2) vad disconnect alarms were logged at 00:29:03 and 00:43:57, indicating that the controller was powered on without the driveline connected. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event was logged on 06/sep/2024 at 00:38:44. Review of the event log file revealed that, prior to the power-up, the controller last had power on 31/jul/2024, indicating that the power-up occurred during a controller exchange. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2024 at 00:38:49, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 00:40:23, indicating that the driveline was connected to the controller. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible cause of the reported vad disconnect alarms can be attributed, but not limited to, a physical disconnection of the driveline from the controller as described in the event details, and/or the controller being powered on without the driveline cable connected. Based on the available information, the most likely root cause of the loss of power logged on (B)(6) 2024 involving (B)(6) can be attributed to a disconnection of both power sources from the controller by the patient, as described in the event details. A possible root cause of the remaining losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.